Event description:
It was reported that the pt experienced "worsening withdrawal following system explant", due to infection. The pt had the device system approximately one year. It was also noted that the pt had been receiving an intrathecal baclofen dose of 475 mcg daily; the concentration was unk. The pt was administered oral baclofen and valium. The hcp was considering additional strategies to alleviate the withdrawal. Additional info has been requested from the hcp, but was not available as of the date of this report.